Manufacturer narrative:
The reported malfunction of "unable to discharge" was observed and attributed to loose battery lugs. The battery lugs were tightened to resolve the malfunction. The device was recertified and returned to the customer. The reported malfunction of "defib output incorrect" was observed in the device activity logs. However, the logs showed that the energy was set for 50 joules and delivered 60 joules with a patient impedance of 107 ohms. For a patient impedance value of 107 ohms the expected output range is 52 joules to 70 joules. The device delivered within specification. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device failed to charge on the first two attempts to charge to 200 joules . Upon the third attempt, the device charged and shocked at 50 joules. Complainant indicated that the patient subsequently expired.